Event description:
Hill-rom received a report from the account stating that the mast moved out of its base. The 2 fixing screws on the base were ejected. The lift was located in pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The tech found out that the base screw-threads was oval shaped probably caused by wear since the lift is older than expected life time. It is unk if the facility performs preventative maintenance on their lifts. The tech recommended that the lift is replaced since it is older than expected lift time. Based on this info, no further action is required.